Event description:
It was reported that during a ptca/stenting treatment procedure the nc viva balloon ruptured at 6 atm's on the third inflation while post-dilating a nir 3.0/15 stent. (The number of atm's reached on the initial and second inflations is unknown.) The patient was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in the mid-lad coronary artery. Patient status is reported as 'good'.